Event description:
Caller reported that the cartridge was not fitting properly on the pump, with the cartridge not snapping fully into place. The blood glucose level was not adversely impacted, as it did not exceed 500 mg/dl (27.7 mmol/l). Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event.